Manufacturer narrative:
The reported event of backup (bvvi) mode was confirmed. The event of charge time out was noted in the session records but could not be reproduced during the analysis. The device was received in bvvi with the battery voltage still at normal range of operation. Analysis of the device image indicates a hardware reset has occurred and the product code reload was attempted but was unsuccessful in the field. The cause of the hardware reset could not be conclusively determined. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed including output verification, capacitor maintenance, and cold temperature soaking did not identify any functional issues. Backup condition could not be reproduced.

Event description:
During a remote follow-up, a charge time out alert was received by the device. Technical support was contacted and the patient was seen in clinic where a capacitor maintenance test was attempted, but the device went into backup (bvvi) mode and was unable to be restored. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.